Event description:
It was observed that during the device evaluation, the flex video scope exhibited the air/water cylinder, jet-tube, and air/water tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, d8, g3 -correction is being made to previously submitted g3 - date received by manufacturer. The correct date¿was jul 2, 2024, h6 - component codes are being corrected to " cylinder - 440 and tube - 525." A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was possibly a simethicone substance. There was no physical damage where the foreign material was found. The cause of the foreign material that remained in the air/water channel, air/water cylinder, and auxiliary water channel could not be specified. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer and no obvious deviations from instructions for use (IFU) were identified. The instruction manual states the detection method associated with the event in "gif-ez1500 operation manual chapter 3 preparation and inspection", and preventative measures in "gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.